Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument stopped working. Pieces of plastic fell inside the patient. The customer did not remove the pieces during the procedure. Fallen pieces remained in the patient and are not available for return. The fragments did not fall inside of the patient during the instrument collision. The wrist of the instrument was straight upon removal. The procedure was completed with no report of patient injury. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-july-2022: fragments fell into the patient and all fragments were not retrieved. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The vessel sealer extend instrument possibly got too hot causing the instrument to break/fragment falling issue. The instrument was in use more than an hour prior to use. The instrument was not inspected prior to use. The instrument was new and appeared to be fine while it was being used inside of the patient. The reported issue occurred during colon immobilization. The surgeon noticed issues with the functionality of the instrument, the instrument started being sluggish. The customer replaced the instrument and noticed the fragments. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision. The vessel sealer extend instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. Upon final removal, the wrist was straightened. The customer did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred. The customer did not notice any other damage to the instrument after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the failed intuitive motion cable to be related to the customer reported complaint. The vessel sealer extend instrument grip tips were not moving intuitively, i.e. They were not following the master tool manipulators (mtm) input commands smoothly. The root cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the primary failure were also identified: the vessel sealer extend instrument was found to have loose snake wrist cables at the proximal end. The root cause of this failure is attributed to a component failure. Fa did not replicate nor confirm the customer reported complaint. The instrument was inspected and found no damage to the grip tips or missing material at the distal end. No ceramic dots missing. Significant bio debris was observed. The instrument will be transferred to engineering for further investigation. No image or video was available for review. A review of the instrument logs for the vessel sealer extend (part number 480422-01 /lot number m90210726 0223) associated with this event has been performed. Per the review, the vessel sealer extend instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 0 uses remaining after the last procedural use. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the vessel sealer extend instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was not retrieved during the same procedure and remain in the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 17-aug-2022, the following additional information was obtained: further evaluation of the vessel sealer extend (vse) instrument was performed by intuitive surgical, inc. (Isi) advanced failure analysis (afa). Per afa, the instrument housing was removed and it was discovered that one of the snake wrist cables was loose in the backend. This particular failure is caused by a component failure of the cables after use.